Manufacturer narrative:
MDR 1219913-2020-00273 was filed on september 21, 2020 reporting reactive (positive) atellica im sars-cov-2 total (cov2t) results that were considered discordant when compared to the nonreactive (negative) repeat results on the same instrument. September 22, 2020 - additional information: only non-reactive results were reported to the physicians. None of the four patients exhibited any covid symptomology. This instrument was never serviced by a third party. Service was performed to the instrument and a precision study was performed. The precision study exhibited no fliers and was acceptable. Other tests are performed on this instrument and no issues have been observed. As of (B)(6) 2020, the customer reported no additional issues. Siemens continues to monitor the performance of the assay at this customer site. MDR 1219913-2020-00274 supplemental 1 was filed for results from the same instrument on a different testing date.

Manufacturer narrative:
MDR 1219913-2020-00273 was filed on september 21, 2020 reporting reactive (positive) atellica im sars-cov-2 total (cov2t) results that were considered discordant when compared to the nonreactive (negative) repeat results on the same instrument. MDR 1219913-2020-00273 supplemental 1 was filed on october 14, 2020 with additional information. October 22, 2020 - additional information: customer tried another reagent lot 36290003. After using this lot they then moved back to lot 035 because they had some reagents left. The customer also established a repeat zone for results close to the cutoff of the assay. The customer did not provide the zone they are testing. Siemens continues to monitor the performance of the assay at this customer site. MDR 1219913-2020-00274 supplemental 2 was filed for results from the same instrument on a different testing date.

Manufacturer narrative:
MDR 1219913-2020-00273 was filed on 21-september-2020 reporting initial reactive (positive) atellica im sars-cov-2 total (cov2t) results that were non-reactive (negative) upon repeat testing. MDR 1219913-2020-00273 supplemental 1 was filed on 15-october-2020 with additional information. MDR 1219913-2020-00273 supplemental 2 was filed on 19-november-2020 with additional information. Additional information - 20-november-2020: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated. MDR 1219913-2020-00274 supplemental 3 was filed for results from the same instrument on a different testing date.

Manufacturer narrative:
The calibration and quality control were verified. Siemens went on site and performed the following: performed the reagent probe to reagent ring alignments. Performed the reagent probe to wash bowl alignments. Replaced reagent probe 1. Cleaned the luminometer. Performed a dispense test and checked for air or deflection of water during dispense from each probe. Adjusted the secondary vacuum pressure to 2.4inhg. Tightened all fittings at the wash stations. Performed the sample probe alignments. Replaced the sample probe fluid sense and delivery board. Performed the sample probe tip pick up, air pump calibration test and sample probe leak check from service diagnostics. Performed the reagent compartment shutter alignment. Inspected for air in the acid/base pumps and wash pumps and any of their respective fluid lines. Inspected the acid and base lines at the wash station and luminometer; removed and inspected the base probe. Performed a dispense test of 300ul and checked for excess dripping from lines once 300ul dispense was completed. Performed the system verification checkout procedure. Performed a precision study n=10. Precision was within specifications. The only issue that was found was the reagent compartment had a significant amount of condensed water and it was splashing all over reagents when it was moving. The drain tubing was bent. The tubing was placed back correctly. Siemens ran an additional precision study with the qc2 and all replicates were in range. 65 samples were also run, and all results were nonreactive. Siemens reviewed sample handling procedures with the customer. Siemens continues to investigate and monitor the performance of the assay at this site. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00274 was filed for results from the same instrument on a different testing date.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for four patients. The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) repeat results on the same instrument. The customer reported the nonreactive (negative) results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.